Event description:
The customer reported the system intermittently does not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. No report on repair status of this system. This MDR is related to ge healthcare.